Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling had to be removed because it had eroded through the vaginal wall and was completely exposed. Pt suffered from infections and vaginal bleeding, severe vaginal odor and discharge, and severe pain. Pt incontinence worsened after the implant surgery. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.